Event description:
Customer reported the compact plus system gave a blood glucose result of 137 mg/dl at 6:35 am, at which time he took his normally prescribed insulin. Customer lost consciousness 5 minutes later. Wife called paramedics, who tested his blood glucose as 20 mg/dl at 7:15 am. Customer was treated with a glucose injection. A request was made for the return of the system and a replacement was sent.